Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to loosen connections to the circuit board. The arctic sun 5000 was evaluated upon receipt. The connection cable on the circuit board had come loose, and the chiller pump frequently stopped working as a result. The circuit board head and the tank had to be disassembled to gain access to the designated connector slot. Followed by stk/mtk and calibration. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that routine maintenance was not performed because the arctic sun device could not cool the water temperature below 12 degrees celsius.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that routine maintenance was not performed because the arctic sun device could not cool the water temperature below 12 degrees celsius.